Event description:
It was reported the device was used during a laparoscopic cholecystectomy. The device would not release the clips and was not clipping correctly. The case was completed by opening another device. There was no consequence to the pt.